Manufacturer narrative:
A review of the rp500 instrument data files provided by the customer does not indicate any performance issues with the instrument or the sodium sensor. These observed differences may be due to methodology differences between the two analyzers (direct methodology for the rp500 and indirect methodology for the non-siemens chemistry analyzer). They could also be due to differences in the sample matrices: rp500 (whole blood and lithium heparin) vs. Non-siemens lab analyzer (plasma and lithium heparin).

Event description:
The customer reported differences on some patients in their sodium results between the rp500 and a non-siemens chemistry lab analyzer. Data from one patient was provided as an example. The customer also mentioned in the complaint that the data was from a deceased patient. Further discussions with the customer indicate that differences in the sodium results between the rp500 and the non-siemens analyzer did not cause or contribute to the death of this patient. The customer also indicated that the data represents sodium results after the patient had under gone dialysis treatment.

Manufacturer narrative:
Instrument data files were provided for the two rp500 instruments (serial numbers (B)(4)) that included data only for when patient ID: (B)(6) was run. A review of the data file for instrument serial number (B)(4) does not indicate any performance issues with the instrument or the sodium sensor. A review of the data file for instrument serial number (B)(4) indicate that the instrument had a reference issue which caused multiple drifts. Despite these drifts, the data from serial number (B)(4) correlated well with serial number (B)(4). The observed differences between the siemens rp500 analyzers and the non-siemens lab analyzer may be due to methodology differences between the two analyzers (direct methodology for the rp500 and indirect methodology for the non-siemens lab analyzer). They could also be due to differences in the sample matrices: rp500 (whole blood and lithium heparin) vs non-siemens lab analyzer (plasma and lithium heparin).

Event description:
The customer reported differences on some patients in their sodium (na) results between two siemens rp500s and a non-siemens chemistry lab analyzer. Data and information from three different patients were provided and are summarized.